Event description:
The information received from the (B) (4) study indicated that two months after the index procedure of the patient died. There was no autopsy and no official cause of death known. This was thought likely to be a cardiac event. The pi does not feel there was any relationship of the cordis product to the event. The event was reported to be unrelated to the device and procedure.

Event description:
Caller states the use by date on the aviva test strip vial label is 01/31/2011; manufacturer's batch record confirmed the actual use by date to be 01/31/2008. No adverse event reported. Requested return of product, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.